Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the volume discrepancy and the cause of the motor stall had not been determined. It was unknown if any additional troubleshooting/diagnostics would be performed or when any additional actions/interventions would be taken with regards to explanting the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient had a loss of efficacy. Since (B)(6) 2019 the hcp had noticed a gradual increase in the residual volumes of the reservoir while doing refills. At the last refill they reportedly aspirated 35ml, and it was supposed to be much less. The patient was having no therapy issues at this time nor did the patient have previous issues. The patient had a computerized tomography (CT) scan which was negative. Pump logs indicated a "short minutes motor stall and motor stall recovery." It was noted that the hcp had not ordered magnetic resonance imaging (MRI), and the family was quiet. A catheter access port (cap) dye study was discussed but it was decided to wean the patient off of the medication and explant the system at a later date.